Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia and had glucose/carb intake as treatment. Customer blood glucose level was around 40 mg/dl. Customer also received battery failed alert, labelling anomaly and noticed crack on reservoir compartment . It was unknown  about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and it was unknown about used the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. Pump was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring black. Case type ngp. Customer returned device for experiencing low blood glucose an alleged failed batt test, labeling anomaly and cosmetic damage at reservoir compartment and serial number label on october 24, 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump successfully downloaded to thump. Serial number and svn of the pump matched the svn and serial number on smartsolve. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error , low battery alert, power loss alarm, replace battery alert, replace battery now alarm or battery failed alarm noted during testing. The pump downloaded history confirmed the device alarmed power loss alarm on october 15, 2022 at 12:11:04.000 and battery failed alarm on august 14, 2022 at 19:04:13.000 due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label missing, end cap address label missing, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Device passed required testing. Cosmetic damage was not noted at the reservoir compartment. Missing serial number label confirmed. Failed batt test and labeling anomaly were not confirmed. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that they experienced low blood glucose. The insulin pump was returned for analysis.